Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon completion of investigation.

Event description:
It was reported during the procedure, upon positioning the right atrial (ra) lead, the parameters were checked and poor sensing values were observed. The physician tried to retract the helix of the lead to reposition it, but the helix could not be extended again. Therefore, the lead was replaced with a new one to complete the procedure. No adverse effects were reported.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during the procedure, upon positioning the right atrial (ra) lead, the parameters were checked and poor sensing values were observed. The physcian tried to retract the helix of the lead to reposition it, but the helix could not be extended again. Therefore, the lead was replaced with a new one to complete the procedure. No adverse effects were reported. Additional information: return of the device is unlikely as the field rep indicated the device could not be tracked.